Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's indirect decompression (ID) spacer had migrated in the lumbar vertebrae's 3 and 4 from its initial implant area, causing their pre-existing pain to return. It was noted that the patient experienced a fall causing the ID spacer to shift. The patient underwent a procedure where the ID spacer was replaced, and the patient did well post-operatively. The device was retained by the facility and will not return for analysis.